Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Promus premier registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending to middle rca with 80% stenosis and was 46 mm long with a reference vessel diameter of 3.13 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 24 mm promus premier stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. An additional drug eluting stent was implanted during the index procedure; however, further details were not provided. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject died. The primary cause of death is unknown, and it is unknown if an autopsy was performed. It was further reported that the primary cause of death is acute exacerbation of chronic cardiac insufficiency.

Event description:
Promus premier registry it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending to middle rca with 80% stenosis and was 46 mm long with a reference vessel diameter of 3.13 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 24 mm promus premier stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. An additional drug eluting stent was implanted during the index procedure; however, further details were not provided. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject died. The primary cause of death is unknown, and it is unknown if an autopsy was performed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).